Manufacturer narrative:
(B)(4).

Event description:
It was reported that " on (B)(6) 2026, the nurse noted that the central venous catheter (cvc) with cat#: cv-12853 and unknown lot# was severed whilst changing the dressing. Consequently, the cvc was removed. The device was replaced with another catheter of unknown reference and lot number." There was no patient harm or injury. The patient's current condition is unknown at this time.